Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the supera instructions for use as known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017, a 5x120 supera stent and a non-abbott stent were successfully implanted in the popliteal artery, below the knee. On (B)(6) 2018, per digital subtraction angiography (dsa), the stent was noted to be patent. On (B)(6) 2018, the patient presented with gangrene of the 4th toe and a halux ulcer. Duplex ultrasound was performed and the supera stent was noted to be occluded. On (B)(6) 2018, percutaneous angioplasty was successfully performed as treatment. There was no reported adverse patient sequela. No additional information was provided.